Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer intermittently received inaccurate fill estimates after loading cartridges with insulin. Reportedly, the insulin gauge displayed a lower fill estimate than what the customer expected to observe, and remained static until the insulin gauge amount decreased below the displayed value. At the time of the reported event, the insulin gauge displayed an accurate value. There was no impact to the customer's blood glucose level. Although requested, the customer declined to perform troubleshooting with tandem technical support.